Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to health care profession because they experienced blood loss. Location of insertion was thigh as per health care profession on (B)(6) 2018. The device was not expected to be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
The case was reported in error.